Manufacturer narrative:
A4 weight is greater than 300 pounds, continuation of d11: product ID 3889-28 lot# (B)(4)serial#, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead, section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: unkn, UDI#: (B)(4), related regulatory report is 3004209178-2018-27307 capturing the related impedance with the second ins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative: the product was received for analysis and the rep further specified that the high impedance seen was greater than 4000 on many electrodes, pulse width and voltage were increased and there was still high impedance, a new battery was tried and still high impedance, and when a new lead was implanted this cleared the impedance. There was no patient injury reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: unkn, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implant procedure for an implantable neurostimulator (ins). The rep reports getting good body response with testing cable during implant procedure, but when lead is plugged into the ins impedance was greater than 4000. Rep said the lead was wiped down and reinserted, but impedance was still high. Rep said she changed pulse width and voltage of impedance test, as high as 3 volts and 270 pw. The hcp then used another ins, but that still gave high impedance. Hcp ended up using another lead and the impedance resolved. Rep didn't program the ins for bodily response. Technical services suggested doing it in the future since high impedance can be false if patient is getting bodily response. Rep planned to send lead and ins back for analysis. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that there were no contributing factors or surgical issues related to the high impedances. It was reported the device was functioning as expected at the time of the report. It was reported that the patient's weight was greater than (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# za1z6m2, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: unkn, UDI#: (B)(4). Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4), pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of lead model 3889-28, lot# za1z6m2, implanted: (B)(6) 2018, explanted: (B)(6)2018, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018. Analysis of lead model 3889-28 lot # unknown the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified, however the lab was unable to verify lead lot#, returned product did not match. Related regulatory report is 3004209178-2018-27307 capturing the related impedance with the second ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.